Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made with a response: unfortunately I don¿t have any further information. Is a photo available? Initial procedure date what date did the infection occur post op? How was the infection (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Were cultures performed? What were the results? What is the physicians opinion of the contributing factors to the infection? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? If further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an cardiac bypass surgery on an unknown date and topical skin adhesive was used. Patient has a surgical site infection on the sternotomy closure. Adhesive is used over skin suture closure. Additional information has been requested.